Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of particles in device. There was no report of patient harm or injury. During evaluation of the device at a third-party service center, no visible foam particles were found. No other device problem was detected. The device was scrapped